Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem would not power on. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes no adverse event resulted from the defective flash memory.